Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced foul smelling vaginal discharge, hematuria, dyspareunia, issues during intercourse [husband can feel scratching during intercourse], occasional stress urinary incontinence, poorly healed vaginal mucosa, mesh exposure, revision under general anesthesia, continued dyspareunia, some recurrence of stress incontinence, occasional urgency, pain and grade 2 cystocele. Mesh excision was planned.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.